Event description:
It was reported that during an unknown surgery, the clips would not advance. Another like device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results for the device found that the instrument was returned partially fired with excessive dried body fluids, the cartridge cover cracked and the anti-backup damaged. The instrument was cycled and would not feed the clips due to the feed bar being bonded due to the dried body fluids. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.